Event description:
It was reported that an unexpected reset occurred. The customer's blood glucose (bg) level was 574 mg/dl. The customer addressed their bg with a correction bolus. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.